Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the reservoir tube lip was broken and the reservoir would not stay in the compartment. The customer's blood glucose level was 399 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and missing the black o ring seal from inside reservoir tube.